Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were inaccurate after updating the pump software. The customer's blood glucose level was 173 mg/dl. Reportedly, the customer corrected the time and date to resolve the issue.